Manufacturer narrative:
Qn#(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton/clear pouch. Upon return, the teflon sheath was noted on the iabc bladder and was covering the iabc distal tip. The hub of the teflon sheath was noted at approximately 72cm from the iabc luer end; some dried blood was noted within the sheath sidearm. Buckling was noted to the teflon sheath extrusion. The one-way valve was tethered to the short driveline tubing. The visible section of the bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the iabc; no blood was noted within the helium pathway. The bladder thick-ness was measured at six points with measurements ranging from 0.0055in-0.0067in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The one-way valve was connected to the short driveline tubing and a negative vacuum was pulled on the one-way valve. While maintaining the vacuum, the teflon sheath was attempted to be moved. Initially, the sheath did not move. The sheath was able to be removed entirely from the iabc using force and while experiencing resistance upon advancing the catheter through the sheath. Upon removing the sheath, no obvious damage or abnormalities were noted to the bladder membrane. The iabc central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. Some blood exited. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood was noted on the guidewire upon removal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "catheter could not pass completely through the sheath" is con-firmed. During the investigation, the sheath was initially stuck on the iab catheter balloon and resistance was noted when trying to advance the catheter through the sheath. The iab catheter passed functional testing, and the returned iabc bladder membrane passed dimensional inspection. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the iab catheter insertion difficulty through the sheath. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported " the catheter was inserted along the sheath and the catheter could not pass completely through the sheath. Attempts were made to move the balloon position, but it still did not pass. Replaced with a new catheter, which was inserted normally". Additional information states that second iab catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "the catheter was inserted along the sheath and the catheter could not pass completely through the sheath. Attempts were made to move the balloon position, but it still did not pass. Replaced with a new catheter, which was inserted normally". Additional information states that second iab catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".